Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the tip was drilled, fractured and bent. It was further determined that the cause of the device malfunction was due to consistent failure to follow the directions for use. Thus, when the burr device was improperly loaded into the attachment device and then installed onto the drill device, the burr device did not seat properly in the locking chamber. The attachment device was forced into position which placed the distal tip of the burr device in compression. At that point, the tip of the burr device was in direct contact with the neuro tip of the attachment device. When the drill was started, the burr drilled into or through the neuro tip. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to user error, misuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that the tip of the craniotome device was deformed. According to the reporter, there was a little crack on the deformed area that was visible. The event was not reported to have occurred during surgery. There were no delays to a planned surgical procedure. It was not reported if a spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.